Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device used for treatment, was returned for evaluation. There was a relationship between the reported event and the device. T1, t2 were not returned. Suture was not returned. The delivery needle distal section was slightly shifted toward the right. The depth limiter was attached to the device. The device cycled and actuated as expected. Complaint history review found three other reports for this lot related to this allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a surgery, the t2 implant came out post deployment. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Foreign post code - india: (B)(6). One fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) incomplete needle penetration through meniscus. 2) inadvertent twisting or bending of the delivery needle. 3) difficulty with reaching the desired tissue location. 4) entanglement with other instruments or devices. 5) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.